Manufacturer narrative:
On (B)(6) 2024 a damaged reagent probe was identified. The reagent probe was replaced and the module was operating within specification. The customer has had no further issues. The investigation determined the cause of the event was the damaged reagent probe.

Event description:
We received an allegation of discrepant low results for 1 patient sample tested for crp4 and ureal on a cobas 8000 c 502 module. The initial crp4 result was 0.34 mg/l. The repeat result was 149.54 mg/l. The initial ureal result was 0.0 mmol/l. The repeat result was 11.1 mmol/l. The repeat results were believed to be correct. The customer noted a bubble on the patient sample and is questioning why there was no instrument flag.

Manufacturer narrative:
The crp4 reagent lot number was 740647 with an expiration date of 31-jul-2024. The ureal result was 743183 with an expiration date of 30-apr-2024. On (B)(6) 2023 the field service engineer (fse) was onsite for an unrelated repair and confirmed the sample probe was aligned correctly. No other instrument issues were observed. On (B)(6) 2023 the fse confirmed the sample and reagent probes were aligned correctly. On (B)(6) 2023 the fse noted gel on the tip of the sample probe. The gel was removed and the sample probe was cleaned and flushed. The sample probe was partially blocked; the probe was replaced and adjusted. A mechanism check was performed and the gear pressure was adjusted. The fse repeated samples tested for crp4 and the results were comparable. The results from a precision check were acceptable. The investigation is ongoing.